Event description:
Report received of an incident involving an extension set where the male adapter came loose from the patient's peripheral venous access. The extension set was attached to an unspecified pump set. The patient was receiving an IV infusion of d5.1/2 ns with 20 meq potassium chloride at 125 ml/hr via an unspecified pump. The patient discovered the disconnection and notified the nurse. It was reported that no blood loss occurred but IV fluid was leaking at the site of the disconnection. The customer reported that the option-lok on the extension set was used to secure the connection to the patiet's angiocatheter. The IV was discontinued and no reinsertion was done. There was no report of patient harm or adverse patient effect. Although requested, no additional information was available.